Manufacturer narrative:
Product complaint # (B)(4). Batch # t5cv6h. Corrected data: adverse event, outcomes attributed to adverse event, type of reportable event, patient codes. Additional information was requested and the following was obtained: was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Donuts were complete. Was a complete transection of the cutting washer visually confirmed? Unknown were there any staple formation issues identified? No. How may counter-clockwise revolutions of the adjusting knob were used to open the device? Per manufacturer guidelines. How was the device removed? Per manufacturer guidelines. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Yes. Longer hospital stay. What is the current status of the patient? Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. The lot / batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the physician used the device for an anastomosis but the stapler would not release as designed. A hole was created in the colon which the physician repaired.